Event description:
Cook central catheter broke where the thinner, smaller tube connects with the larger portion of the catheter while the patient was at home. The patient returned to the hospital, where the line was removed and replaced.